Event description:
It was reported that, approximately one month post-implant of this inflatable penile prosthesis, a procedure was performed to inspect the prosthesis due to the appearance of a fistula in the lower left side of the glans. The physician indicated the fistula was related to the device. Upon inspection, it was discovered that the left cylinder had three holes with visible fluid loss. It was expected that the device would be replaced at a later date. No further patient complications were reported.

Manufacturer narrative:
Corrected data b3 date of event updated to one month post implant. H10: manufacturer narrative: upon receipt of this inflatable penile prosthesis pump and cylinders at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and passed the leakage test. Both cylinders were visually inspected, and leak tested. The first cylinder had three distinct holes in the proximal end of the cylinder body from sharp instrument damage. A series of three parallel tool marks were also noted along the cylinder body, these were consistent with sharp tool contact. This cylinder had multiple fluid leaks emanating from all three holes in the proximal end of the cylinder body. The second cylinder passed visual inspection and the leakage test. There were no visual damages or abnormalities found. The pump was visually inspected, leak tested, and functionally tested. No visual damages, fluid leaks, or other abnormalities were found. The pump did not pass the deflation test during functional evaluation. Based on the information available and analysis results, the reported allegation of holes and fluid leak were able to be confirmed. Based on this investigation the cause for the device event was established and a fistula is discussed in the instructions for use (IFU); therefore, the conclusion codes of known inherent risk of device and unintended use error caused or contributed to event has been chosen.

Event description:
It was reported that, approximately one month post-implant of this inflatable penile prosthesis, a procedure was performed to inspect the prosthesis due to the appearance of a fistula in the lower left side of the glans. The physician indicated the fistula was related to the device. Upon inspection, it was discovered that the left cylinder had three holes with visible fluid loss. The device was removed at a later time on an unknown date. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, approximately one month post-implant of this inflatable penile prosthesis, a procedure was performed to inspect the prosthesis due to the appearance of a fistula in the lower left side of the glans. The physician indicated the fistula was related to the device. Upon inspection, it was discovered that the left cylinder had three holes with visible fluid loss. It was expected that the device would be replaced at a later date. No further patient complications were reported.